Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on the review, the incorrect script was selected. Potential causes of erosion are inadequate fixation, severe force applied to the implant, excessive twisting/stretching, patient non-compliance to the IFU and patient contraindicating conditions. The clinical representative reported the patient moved from the bed to wheelchair multiple times, which may have caused the steristrips to come off and the right lead to erode. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the bleeding is erosion and the cause of erosion is due to the patient being a poor candidate due to health, weight, age, mental capacity (user error - clinician).

Event description:
On (B)(6) 2021 the patient had bilateral superior cluneal trial leads implanted. On the morning of (B)(6) 2021, the patient reported they bled a lot from the bandages. The patient lives in assisted living and had the sheets changed due to blood coming from the trial bandages. The clinical representative met with the patient at their assisted living facility on (B)(6) 2021 and noted the bandages had come loose from the bottom up and the right lead had migrated and came completely out of the body. The left lead looked intact and was re-taped. The clinical representative folded the right lead under the tape and informed the patients physician of what was going on. Although the patient reported pain relief during the trial, they had too much difficulty using the wearable antenna assemblies and will not proceed with the permanent implant. Both leads were explanted on (B)(6) 2021, there were no signs of infection and no further issues have been reported.

Event description:
On (B)(6) 2021 the patient had bilateral superior cluneal trial leads implanted. On the morning of (B)(6) 2021, the patient reported they bled a lot from the bandages. The patient lives in assisted living and had the sheets changed due to blood coming from the trial bandages. The clinical representative met with the patient at their assisted living facility on (B)(6) 2021 and noted the bandages had come loose from the bottom up and the right lead had migrated and came completely out of the body. The left lead looked intact and was re-taped. The clinical representative folded the right lead under the tape and informed the patients physician of what was going on. Although the patient reported pain relief during the trial, they had too much difficulty using the wearable antenna assemblies and will not proceed with the permanent implant. Both leads were explanted on (B)(6) 2021, there were no signs of infection and no further issues have been reported.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on the review, the incorrect script was selected. Potential causes of erosion are inadequate fixation, severe force applied to the implant, excessive twisting/stretching, patient non-compliance to the IFU and patient contraindicating conditions. The clinical representative reported the patient moved from the bed to wheelchair multiple times, which may have caused the steristrips to come off and the right lead to erode. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the bleeding is erosion and the cause of erosion is due to the patient being a poor candidate due to health, weight, age, mental capacity (user error - clinician).